Manufacturer narrative:
(B)(4).

Event description:
It was reported during the pacemaker implant procedure, the physician was unable to engage the setscrew in the device header. As a result, a new ipg was used which resolved the issue. No patient consequences were reported.

Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Analysis of the set screw indicated that the user was not correctly inserting the wrench into the set screw inset. The corners of the wrench were being forced down against the inset walls and not aligned to drop into the inset in order to tighten the set screw. The set screw was screwed out of the socket unknowingly by the user during the attempts to engage the set screw. Analysis found the set screw could be tightened and loosened normally with correct wrench insertion.